Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the display on the roller pump went dark. The pump could still be controlled through the central control monitor and local panel. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.